Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer got a reading of 20 and felt that was too low, retested 10 minutes later and reading was 157. She was concerned because of the drastic difference in the readings. The customer service rep had her perform a test while on the phone and the reading was 221 (11 minutes after the second test). Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned meter lcd cover was scratched, however, the returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No performance failure detected.